Event description:
The customer reported that the ortho provue analyzer did not detect weak anti-p1 and anti-s antibodies in a pt's sample using mts anti-igg card lot #091406001-15. Immediate spin cross match in tube using the sample was compatible. As the pt was being transfused with one unit of packed cells, a transfusion reaction occurred after the pt had rec'd approx 150cc of blood. The pt had brown urine confirming occurrence of hemolysis. This pt is in stable condition with good prognosis. The blood unit administered to the pt was positive for the p1 antigen and negative for the s antigen. A clinically significant antibody was not detected on the provue analyzer during indirect antiglobulin testing, leading to the transfusion of incompatible blood.

Manufacturer narrative:
The customer submitted pre and post transfusion samples to mts for investigation. The pre-transfusion sample was grossly hemolyzed. Therefore, mts was unable to perform testing with the sample. Indirect antiglobulin testing performed with the post transfusion sample dated two days later, in manual gel test and on the provue using retains from mts anti-igg card lot #091409001-15 and 0.8%. Susgiscreen lot #8ss460. Sample reacted positive in manual gel confirming the customer's observations. An ocd field engineer (fe) visited the site. No definitive root cause was determined for the reported incident. However, the field engineer reported that the pressure regulator was out of specs. The fe replaced the proper components and performed the appropriate adjustments to return the analyzer to expected operation.